Event description:
Customer reported that the tube developed a leak during patient use. The respiratory therapist from the homecare company reported that they keep inflating with air for continued use. The rt reported that the tube had been in use since (B)(6) 2013. The customer was informed of manufacturing recommended use of 29 days. The rt states they change tube every 90 days to accommodate patient insurance.

Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.